Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
The repair inspection confirmed the customer¿s reported issue, the pink colored rubber probe cover was found to have a deep cut and a small portion of the probe cover is missing. Due to damage on the ultrasonic probe unit, the ultrasonic image displays a defective image with missing elements. The inspection also noted the up angulation and the up/down control knob do not meet standard value due to worn angle wires. The adhesive on the bending section cover has a gap and is cracked. The investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed that the customer ultrasonic gastrovideoscope was returned to the olympus repair center for a reported scratch on the ultrasonic probe unit and abnormal ultrasound image. The customer problem was found at an unspecified event. The repair inspection identified the pink rubber probe cover has a deep cut and a small portion of the probe cover is missing. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the deep cut and missing portion of the probe cover.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the physical stress on the ultrasonic probe surface could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿warning: do not strike or drop the tip of the endoscope, soft part, curved part, operating part, universal code, or scope port. Do not bend, pull or twist the cable with a strong force. Damage to the device may result in injury to the body cavity, burns, bleeding, perforation, or dislodgement of parts.¿ olympus will continue to monitor field performance for this device.